Event description:
Loop monitor report cut off; medtronic determined that my wife's implanted loop monitor base unit hand held device had a battery problem. While the system was still sending nightly updates, we could not force it to send a data report. That is a normal function using a handheld device stored in the cradle of the base unit. However, even though the regular nightly update reports were being sent, the process to send a replacement unit forced them to terminate the connection to the still working system. The problem was demonstrably worsened when the replacement part didn't arrive. After 8 days I called and found that there was a 6 week delay in sending the replacement part. We would not have known that the unit was offline and delayed had I not called. I called them and they changed the order to replace just the handheld unit with the weak battery, and reconnected the base unit so it could send nightly updates. The implications are: the implant is supposed to last 3 years, but the supporting hardware relies on a battery that lasted less than 18 months of use, despite being plugged in most of the time. Their process of disconnecting a working unit (the nightly updates) in order to send a replacement unit is insane. They should never disconnect the unit while it was in use until the patient has the replacement in hand and connected. I was told that the nightly update process required the handheld unit battery even though the unit was plugged in and connected. Why is the plugged in unit dependent upon a functional battery of an ancillary part? I was told that even with the weak battery, the nightly update may work, and in fact, it was working until the connection to the medtronic system was terminated. FDA safety report ID# (B)(4).